Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a wound healing disturbance due to the rejection of three subcutaneous sutures that failed to dissolve post electrode implantation and were jutting out of the right frontal scar. The most lateral part of the wound showed a dehiscence with electrode cables being visible. There were no signs of infection. The patient was admitted to the hospital and underwent a revision procedure where the extensions were relocated to increase the distance between them and the wound, and the skin was re-sutured. The patient was administered prophylactic perioperative IV antibiotic therapy and was discharged. The event has since resolved, and the patient was doing well post operatively.

Manufacturer narrative:
Correction to field h6 patient codes - removed the erosion code as it was listed in error.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202300. Model: db-2202-30. Serial: (B)(6). Batch: 7077414. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7101030. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7101031. Product family: dbs-lead fixation. Upn: m365db4600c0 model: db-4600c serial: n/a batch: 29238913 product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a . Batch: 29238913.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a wound healing disturbance due to the rejection of three subcutaneous sutures that failed to dissolve post electrode implantation and were jutting out of the right frontal scar. The most lateral part of the wound showed a dehiscence with electrode cables being visible. There were no signs of infection. The patient was admitted to the hospital and underwent a revision procedure where the extensions were relocated to increase the distance between them and the wound, and the skin was re-sutured. The patient was administered prophylactic perioperative IV antibiotic therapy and was discharged. The event has since resolved, and the patient was doing well post operatively.